Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV with implant displacement in the left breast (encapsulation, pain).

Event description:
Healthcare professional informed capsular contracture baker grade IV with implant displacement in the left breast (encapsulation, pain). The device has been explanted. Healthcare professional reported that there was permanent damage to the body structure.